Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the stent delivery system was returned for analysis. A visual examination of the stent found damage to the first proximal stent row. The stent row was damaged and the stent struts were lifted and pulled in a proximal direction. The undamaged crimped stent outer diameter was measured and the result was within the maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted with the distal balloon cone however the proximal balloon cone appears slightly opened. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed slight damage. A visual and tactile examination of the hypotube found multiple hypotube kinks along the full catheter length. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and mid-shaft section found no issues with the extrusion. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is user preference issue as the product met specification but the user was reportedly dissatisfied with the function, performance, or appearance of the product. (B)(4).

Event description:
It was reported that the stent length was inadequate for the lesion. Vascular access was obtained via the femoral artery. The concentric target lesion with significant lesion bend of >= 90 degrees was located in a mildly calcified left anterior descending artery. A 3.00 m x 32 mm synergy¿ stent was advanced to treat the lesion. However, it was noted that stent was inadequate for the lesion as the lesion length was more than 32 mm. The device was removed and the procedure was completed with a 3.00 mm x 38 mm synergy¿ stent. The patient's status was stable. However, returned device analysis revealed proximal stent damaged.